Manufacturer narrative:
A device history record (DHR) review was conducted: manufacturing location: supplier - universal punch / inspected, packaged and released by: (B)(4), manufacturing date: 21-may-2015, part number: 314.116, stardrive screwdriver shaft qc/t15, lot number: 7867534 (non-sterile), lot quantity: (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the distal tip of the complained screwdriver is badly worn. Dimensional inspection: because of the damages, the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 7867534 was manufactured in may 2015 and all parts were according to our specifications. Failure in material or production could not be detected. Summary: due to the worn out tip, the complaint condition is rated as confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. The damage at the tip indicates that a mechanical overloading situation during screw removal or simply regular wear is most probably the reason for the deformation of the tip. In general, we would like to draw your attention on page 4 in the leaflet ¿important information¿: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) surgery for a proximal humeral fracture, the stardrive screwdriver shaft could not be used to insert an unknown locking screw because the shaft was deformed and the surgeon could not use torque limitation mechanism. Thus, the surgeon inserted the locking screw by using a double-headed driver. There was no surgical delay reported. Patient status was stable. Surgical outcome was unknown. Concomitant device reported: unknown locking screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) stardrive screwdriver shaft qc/t15. This is report 1 of 1 for complaint (B)(4)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown locking screw (part# unknown, lot# unknown, quantity unknown), unknown torque limiter (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: added concomitant device and therapy date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.